Event description:
The manufacturer received information from a hospital medical engineer that a trilogy evo "ventilator inoperative" alarm occurred when the device was powered on. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a hospital medical engineer that a trilogy evo "ventilator inoperative" alarm occurred when the device was powered on. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the ventilator inoperative" alarm was duplicated during an operational check. The history of e-155 which indicates the machine flow sensor drift above the specification (>0.2lpm) was observed in the log as the relevant alarm. The technician inspected the inside of the device and it was confirmed that there was no dirt on the intake passage. Additionally, upon performing service for fco, e-155 did not occur, however, the flow sensor was replaced as a part of the required preventive maintenance. In conclusion, the root cause was not confirmed at this time. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). Additionally, during the service of the device, the (component)(was/needs) replaced for (contamination/preventative maintenance/physical damage) unrelated to the reportable malfunction/issue. The device passed all final testing. Box h coding was updated.